Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2005. Subsequently, the patient experienced a deep infection and underwent a stage one revision procedure on (B)(6) 2005. A second state revision procedure was performed on (B)(6) 2006 where a total hip was implanted. On (B)(6) 2007, patient was revised due to deep infection and the modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2014-06032 /-06033 /-06034 /-06111 /-06112).

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2005. Subsequently, patient was revised (B)(6) 2005 due to infection. Patient underwent reimplantation on (B)(6) 2006. On (B)(6) 2007, patient was revised due to deep infection and the modular head, acetabular cup and taper adapter were removed and replaced.